Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a left heart catheterization the 6f infiniti jl4 100cm catheter broke while injection 7 cc of contrast at a rate of 4/second; a psi of 500 using the acist device. The catheter was in the patient when the hub, with approximately 1-1/2 inches of the proximal catheter, separated from the rest of the catheter. The catheter was removed without difficulty as there was still enough of the catheter outside of the patient to grab hold of and remove. There was no apparent patient harm. The catheter was properly inspected and prepped prior to insertion and no anomalies were noted. There was no difficulty advancing a guidewire through the catheter or tracking the catheter through vessel to its intended location. The catheter was not kinked in the vessel. There was no difficulty attaching the hub of the catheter onto the injection device. The procedure was completed without incident after a new catheter was inserted. One non-sterile body cath 6f infiniti was received coiled inside a plastic bag. The hub with the strain relief was received. The body of the catheter was received detached from the hub at 102 cm from the tip inside of a plastic bag. Elongations were observed through the whole circumference of the body. Blood residues were found on the catheter. No additional anomalies were found. A review of the manufacturing documentation associated with this lot was not possible to be performed due to the catalog lot number is unknown. Per procedure, an attempt was made to fully insert a guide wire 0.038" (lab sample) into the body and the guide wire pass without difficulty through the whole body length. Elongations, twisting and broken braid wire can be observed through the whole circumference of the body; these are common characteristics of pieces that were stretched/pulled until failure. The body separated from the hub and not from the strain relief-hub transition area as it would be expected. Cutting was discarded as a failure cause since no characteristics typical of this damage were observed. The outer and inner diameters were measured next to the body-hub separation and were found within dimensional specification. It was confirmed that the catheter body separated from the hub. Based on the available information the exact cause of this separation could not be conclusively determined; however, based on the analysis it appears that pulling forces contributed to the event. Controls are in place to prevent this type of failure from leaving the facility. With review of the analysis of the returned device there is no indication of a relationship to the manufacturing process; therefore, no corrective actions will be taken.

Event description:
Information received from the field states that the jl4 catheter broke while injecting contrast. The age and gender of the patient is unknown. A left heart catheterization was being performed. The catheter was properly inspected and prepped prior to insertion and no anomalies were noted. There was no difficulty advancing a guidewire through the catheter or tracking the catheter through vessel to its intended location. The catheter was not kinked in the vessel. There was no difficulty attaching the hub of the catheter onto the injection device. While injecting 7 cc of contrast at a rate of 4/sec and a psi of 500 using the acist device, the catheter broke in two pieces. The catheter was in the patient when the hub, with approximately 1-1/2 inches of the proximal catheter, separated from the rest of the catheter. The catheter was removed without difficulty as there was still enough of the catheter outside of the patient to grab hold of and remove. There was no apparent patient harm. The procedure was completed without incident after a new catheter was inserted. No apparent harm to the patient.